Event description:
One five separate occasions, ethicon stapler cat # atw45 failed to fire staples. Lot #'s identified from each incident are: d4g71a, d4h32w, d4he4d, d4gh1f, d4gt1z. Dates of use: approx five months in 2007.